Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device history record has been reviewed. No discrepancies were found. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The doctor reported an allergic reaction to endobon product. The doctor reported that sinus lift in tooth position 16 was performed on (B)(6) 2018. 7 days later, after medication treatment had already been finished, the patient developed an allergic reaction with exanthem and itch. The symptoms appeared in particular in the face, on the neck and cleavage, not in the patient mouth. Cortisone treatment was performed. As patient's condition did not improve, doctor removed completely the endobon product on (B)(6) 2018. Information on patient health status received the (B)(6) 2018 confirmed that the patient is well and the allergy has gone. 2 endobon products were involved in this event. The investigation for the second endobon product is performed in the report for (B)(4).